Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. The target lesion was located in the mid right coronary artery (rca). As the 3.0x24mm promus element stent was opened and prepped for use it was noted that the stent was "twisted" starting at the tip of the balloon. The procedure was completed with another 3.0x24mm promus element stent. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).